Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that oversensing noise was noted on the right ventricular (rv) lead. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.